Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: patient phoned us, his 4-day pump had a leakage and the bed got wet last night. The patient has received approx. Half of the total dose. Therefore, a new 2-day pump with half the original dose was prepared and attached. Pac and instruments look normal. No leakage detectable on the filter, the surface of the pump itself was moist and the pump was fogged up on the inside of the first layer of the pump. No crystallization detectable. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: d9 device returned to manufacturer, h6 codes updated. Device history record (DHR): reviewed the DHR for batch 23e04gee31, there was no defect encountered during in process and at final control inspection. Sample evaluation: received one sample of easypump ii lt 270-135-s-EU/sa without original packaging. The batch number on the big bottom cap of the sample was 23e04gee31. Visual inspection: crack was observed at filling port of complaint sample. Root cause analysis: investigation was conducted to confirm the complaint leakage. The complaint sample was unclamped, and the solution flowed out immediately. No leakage was observed from valve area, silicone sleeve, filter, and tube connection. Crack at filling port will only lead to leakage during filling process. According to customer complaint description, leakage was observed during therapy. Thus, the leakage as per observed by user was not due to crack filling port. Crack at the filling port is a known issue and addressed in an approved project. Actions have been taken to minimize this defect. Conclusion: no leakage was observed on complaint sample. Although crack filling port was observed, it will not cause leakage during therapy as per customer description. Hence, we considered this complaint as not confirmed.